Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The reported problem (patient death) was investigated. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor: 10/11/2016, belt: 04/01/2016.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest. Review of the event indicates that the patient entered bradycardia at 40 bpm on (B)(6) 2018 at 06:50:01. The patient's rhythm degraded to asystole. CPR artifact was observed on the patient's ECG. The lifevest then delivered two treatment shocks during asystole. CPR artifact contributed to the false detection. The electrode belt was then disconnected and the device shutdown.